Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation; the patient was unwilling to answer some questions. The patient reported that the meter powered off during use a few days prior to contacting lfs. The patient was unwilling to say what medications, if any, he takes to manage his diabetes. He was also unwilling to say whether he made any changes to his usual diabetes management routine following the start of the alleged issue. He reported that an unknown time after the alleged product issue started, he developed symptoms of ¿feeling low, shaky, can¿t focus to do job or work¿. He was unwilling to say if he received any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information provided, there was no trauma to, or misuse of, the meter. The cca educated the patient on the meter¿s behavior and auto-shutoff but the issue remained unresolved. Based on the information provided, the patient¿s battery needed to be replaced but the patient did not have a new battery to insert into the meter. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Feeling low, shaky, can¿t focus to do job or work, after the meter powered off and he was unable to check his blood glucose levels.